Event description:
A consumer stated that they allegedly received a burn on their hip while using a heating pad. The patient was seen in the emergency room for treatment and was put on antibiotics. Burns of this nature can be caused by the consumer laying or leaning against the pad which is contrary to proper use instruction.